Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted. On (B)(6) 2024, there was a noticeable leak by the disc. The patient did not experience any symptoms. The patient was not eligible for surgery. Upon review of imaging from the implant procedure, some minimal flow was noted and had been missed. The patient status was reported as stable.

Manufacturer narrative:
It was reported that a leak by the disc was noted during 3-month follow-up tee of amulet implant. The patient did not experience any symptoms. It was also reported that imaging from the implant procedure was reviewed, some minimal flow was noted and had been missed. The device remains within the implant site and was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on cine review performed at abbott, a color jet was noted on the posterior side of the device, next to the disc. Based on the information received, the cause of the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.